Manufacturer narrative:
The insulin pump was received with replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. No unexpected low battery alarm noted during testing. The pump was received with cracked select button keypad overlay, minor scratched lcd window and scratched case

Event description:
The customer reported via phone call that the insulin pump had power error alarm and low battery alarm. The customer's blood glucose level was 200-300's mg/dl. It also reported that power error detected within a week of troubleshooting of previous occurrence. The customer will return insulin pump for analysis.